Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information. A review of the device history record cannot be conducted as the lot number has not been provided to newdeal.

Event description:
The reporter stated that when the surgeon placed the drill guide into the tibiaxys plate (using the screwdriver), the distal end of the drill guide fractured. Surgery time was extended in detaching the drill guide as it was no longer possible to use the screwdriver for this purpose. The fractured piece was retrieved and discarded. There was no adverse outcome for the patient.